Manufacturer narrative:
Occupation is patient/consumer. The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to another covid-19 at-home test. On (B)(6) 2022 at 2:00 pm, the consumer performed back-to-back (simultaneous) covid-19 at-home tests. The first result was positive and the second result was negative. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).